Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using care link. Device had intermittent button response on the esc, act and down arrow buttons due to flattened dome switch. No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device had minor scratched display window, cracked case at display window corner, scratched tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced diabetic ketoacidosis and reservoir was not locking in the place. The customer blood glucose level was unknown at the time of incident. Customer reported that the insulin pump had random no insulin delivery alarm. Customer did not provide any symptoms regarding to diabetic ketoacidosis. Customer treated with insulin pump. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.